Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The representative found an internal wire that was loose. Reattaching the wire resolved the issue. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was getting stuck in initializing please wait. The system could not get past that.